Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported having symptoms of hypoglycemia with an aviva system blood glucose results of 20 mg/dl and 88 mg/dl within 10 minutes. Customer drank some juice, felt better in 4-5 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.